Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/09/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was returned and evaluated. The reported event of loss of connection was confirmed via data.â a root cause could not be determined via data.